Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 1.8-2 ml of insulin during the load sequence. Customer¿s blood glucose level was 271 mg/dl. There was no adverse impact to blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified [malfunction 0-0x2152].